Event description:
After successful stent deployment in the right iliac artery via an ipsilateral approach, after the delivery system was removed from the pt, it was noted that about 6 inches of the guidewire lumen had separated and remained on the guidewire. It is not known at what point in removal, the lumen broke. The distal tip was still attached to the separated segment of the lumen. The tip was described as being in good condition, not showing any signs of having caught on anything. There was no patient injury. The separation of the lumen was noticed when wiping down the wire after removal outside the pt. The lesion was described as a straight ipsilateral shot, with no calcification or tortuosity. A small amount of resistance was felt during insertion over an .035" cook benson guidewire. However, after deployment, during removal of the smart control unit, no resistance was felt. There was no report of patient injury. The product is available for evaluation and testing; however, it has not been received to date additional information will be submitted within 30 days of receipt.